Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device has already warned as follows; *when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel and tweezer. Otherwise, the grasping section, ptfe pad or probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a laparoscopic partial hepatectomy, three thunderbeat devices were failed. In the procedure, the device could not be activated in seal & cut mode. The user exchanged it with the 2nd device and continued the procedure. However, the tissue pad was separated and the device could not be activated. The user exchanged it with the 3rd device and continued the procedure. However, when the user cleaned the probe outside the patient, it broke off. The procedure was completed with another device. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As a result, omsc found that the coating of the grasping section of the 3rd device was partially missing on december 25, 2017. This is the report regarding the missing of the grasping section coating for the 3rd device.